Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, it was noted that the lens trailing haptic had torn during implantation. Despite this situation, it was possible to implant it in the capsule, so it was implanted as it was and put under observation. However, during a check-up four days later, displacement of the lens was confirmed. The next day, the lens was explanted in a re-operation, and a new company lens of the same model was implanted. Additional information has been requested, received and stated patient visual acuity was good after the replacement surgery.

Manufacturer narrative:
Additional information was added in d.9., h.3., h.6 and h.11. The product was returned for analysis and damage was observed to the intra ocular lens(iol). Iol returned in sample container. Solution is dried on the iol. One haptic is broken/torn and not returned, the other haptic is intact. The optic is cracked/fractured and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "trailing haptic got torn, displacement of lens". The product was subject to handling and the reported damage was highlighted post implantation. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).